Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed and a cause could not be determined. Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink extension set was occluded. It is unknown when in the process this occurred or if there was patient involvement. The reporter stated that the device was attached to a onelink device. There was no adverse event reported in association with this event. Additional information was requested and is not available.